Event description:
It was reported that the procedure was treating a moderately tortuous, heavily calcified, concentric, chronic total occlusion, 100% stenosed, de novo lesion in the left superficial femoral artery. A cross-over approach was taken from the right femoral artery. The ht command 300cm guide wire was advanced; however, failed to cross the lesion. A fox sv catheter was advanced over the command guide wire in order to exchange the guide wire. During removal of the guide wire, heavy resistance was met with the anatomy. The distal 15cm of the guide wire separated and the separated section of the guide wire remained in the anatomy. The fox catheter was then accidentally removed from the anatomy during the retrieval procedure. Three non-abbott guide wires were advanced and were able to tangle the separated section of the guide wire; however, the guide wires and separated section were unable to be pulled into the guiding catheter and all devices were removed from the anatomy. A left femoral approach was then taken and the separated section was retrieved from the anatomy with a snare device. A non-abbott guide wire was advanced, but also failed to cross the lesion and the procedure was finished. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed via returned device analysis. Although, failure to advance and difficult to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.